Event description:
User facility mandatory medwatch received that stated: "IV tubing was connected to a triple lumen hickman catheter. At the green connection site, IV tubing became disconnected. Pt put on nurse call light. Rn entered room to find pt holding the end of the IV tubing connected to her. Approximately 200 cc of blood was on the floor/sheets. The rn changed the entire line, and notified the md. It is unk if the pt line touched anything (unsterile) while open exposing her to infections. Also, the md ordered a cbc which was in normal limits. Defective tubing and package was sent to biomed." Upon further query the following info was provided that indicated a tubing separation; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the tubing separated from the proximal y-site. The pt notified the nurse. The pt reportedly lost approx 200ml of blood. The tubing set was replaced and the therapy was resumed. The physician was notified and a complete blood count (cbc) was ordered. The cbc results were reported to be within normal limits. There was no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.